Event description:
A customer reported experiencing a cartridge alarm 30 with their insulin pump, but there was no adverse impact on their blood glucose level. The issue did not occur during the load process, and the pump had not previously encountered cartridge alarms with this serial number, although consecutive cartridge alarms were noted. Technical support confirmed the pump was under warranty and decided to replace it. The customer was advised to use the current pump or switch to multiple daily injections if necessary until the replacement arrived. They were informed that the new pump would have updated software and received instructions on storage mode and returning the faulty pump. The customer agreed to return the problematic pump within ten days to avoid extra charges and acknowledged the need to program and connect their continuous glucose monitor to the replacement pump.